Event description:
It was reported on 06/04/2026 by dr. F. That a silent nite device needed to be remade because the original device had multiple buttons unattached from the device. The patient is still using the device for treatment and will return once the replacement is made.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).